Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, severe corrosion at the connecting section between the handle and the universal cord. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion section malfunction causes image noise, severe corrosion at the connecting section between the handle and the universal cord causing it to be impossible to decompose. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video laparoscope had an abnormal image. The issue was found during inspection for use. There were no reports of patient harm.